Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported. Additional information stated that the lead was abandoned due to inability to free helix from the heart tissue.